Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: no defect was found. The black box shows a replace cartridge alarm on (B)(6) 2016 03:25; deliveries never resumed. Review of the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter was unable to provide a specific blood glucose from the time, but did state that the patient had passed out. The reporter stated that the patient¿s spouse gave them orange juice in response to the event. The reporter was unable to provide any specifics at the time, but alleged that the pump was malfunctioning. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump and the pump could not be ruled out as a contributing factor.